Event description:
Reference (B)(4) for related complaints) (documenting pump) it was reported that no disposable clamp tubing alarm. No air in line, green flow stop. Patient not affected. No additional information available.